Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank. The system operates as intended.

Event description:
The customer reported that there was a ma sensor failed error message. This error requires the user to hit any key to continue. However, this error occurred during a procedure with patient involvement. There is no report of patient injury or death.